Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that over the past 6 months multiple malfunction alarms occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was confirmed that the malfunction alarms were able to be cleared and insulin delivery was able to be resumed. In addition the customer reported a high blood glucose (bg) level (398 mg/dl). The customer counted carbohydrates inaccurately and delivered an inadequate bolus. A manual injection was administered to correct elevated bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.